Event description:
Litigation papers allege the patient experienced pain and discomfort in his hip making walking, moving his legs, and rising from a seated position increasingly painful. Patient's operative records were received. Records indicate the patient was revised to address increased cobalt and chromium levels. Upon revision a large fluid filled cyst, a pseudotumor fibrous ingrowth of the cup, and corrosion around the tapered trunnion junction was found in the hip. The stem and sleeve were added to the complaint and the complaint reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.